Event description:
A cartridge alarm 20 was reported by the caller, signifying a possible issue with their pump. The customer's blood glucose level was displayed as "high," but a specific value was unknown. To address the elevated blood glucose level, the customer administered a correction injection via mdi and did not require assistance from a third party. Technical support decided to replace the pump and advised the caller regarding several procedures, including putting the pump into storage mode and returning the malfunctioning pump using a pre-paid label. Customer reverted to an alternate method of insulin therapy.